Manufacturer narrative:
(B)(4) the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a wallstent biliary stent was implanted to treat a malignant stricture during an unknown procedure performed on (B)(6), 2015. Reportedly, the patient's anatomy was dilated prior to stent placement. During the procedure, the physician was able to fully deploy the stent. However, the physician stated that the proximal part of the stent wires were deformed/disengaged. The stent was left implanted and there was no medical intervention to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.